Event description:
It was reported that prior to surgery the motor device was "heating up". There were no delays to the planned surgical procedure. It is unknown if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.